Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open.

Event description:
Sales rep reported, on behalf of physician., "unable to open implants container and maintain sterility. Inside container was stuck, t2o outer plastic container and could not be removed in the or. Sterility was compromised". Device not implanted.

Manufacturer narrative:
Corrected data: h.1 in previous medwatches should have been listed as malfunction.

Event description:
Sales rep reported on behalf of physician, "unable to open implants container and maintain sterility. Inside container was stuck t2o outer plastic container and could not be removed in the or. Sterility was compromised." Device not implanted.